Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 491 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer had 380 mg/dl blood glucose reading. Customer also reported blank display. Customer fell while walking. Customer had sugary drink but did not treat it. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. Unit received with scratched casing, deep minor scratches on lcd window and pillowing keypad overlay.